Manufacturer narrative:
The system was serviced in the field and there was a boot-up failure. There was a "no signal" message and a black screen. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system booted with a "no signal" message and a black screen. To resolve the issue, the medtronic representative had to remove the back panel and restart the computer manually until the battery/fan initiated a hard reboot. There was no patient involvement.